Manufacturer narrative:
The customer's report was verified and attributed to faulty electrodes pads. The pads inherant impedance rating was outside of the short range. The electrodes pads were replaced to remedy the customer's report. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The electrode pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.